Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began approximately a couple of weeks ago prior to contacting lfs. The patient reported blood glucose readings of "68 mg/dl" with the subject meter and "179 mg/dl" on another meter (unknown brand meter), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, it is unclear in the documentation whether the patient skipped or administered herself a dose of her insulin. The patient denied developing symptoms and it is not known what treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient's process for testing was correct, an approved sample site was used, and the patient did not have the controls solution to perform a quality control solution test. The patient was able to specify the test strips were in good condition, but was unable to specify whether the vial of test strips was cracked/broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue does not meet lfs' criteria for accuracy.